Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and air bubbles were observed. The air bubbles were primed out to address issue. Customer's blood glucose level was not impacted.